Event description:
It was reported that on (B)(6) 2006, the patient underwent fusion procedure from l4-s1 with rhbmp-2/acs, peek spacers, graft matrix, and legacy screws and rods instrumentation. The disc material specimen was preserved in formalin and sent to pathology and the wound was irrigated with saline solution.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.